Manufacturer narrative:
The device was not evaluated as it was not made available by the customer.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's front panel is damaged. There is no patient involvement.